Event description:
It was reported that pump touchscreen was cracked and customer could no longer read or use touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider about backup insulin therapy, and technical support arranged replacement pump shipment.